Event description:
It was reported that the customer had high blood glucose and unexplained alarms on their insulin pump. The customer's blood glucose was 232 mg/dl which was treated with a bolus. The customer symptoms of high blood glucose were; had a stroke. The customer stated that they the insulin pump does not alert low reservoir and they notice it when the reservoir is empty. The drive support cap was recessed, found few air bubbles in the tubing, at the top. During troubleshooting insulin exited the tubing and air bubbles are no longer present in the reservoir. The date and the time were programmed incorrectly. In the history of the device finish load, no delivery, and low battery alarms were noted. The displacement test failed. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked display window corner, battery tube threads reservoir tube lip, and scratched lcd window.